Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 600 mg/dl. The customer was very sick and was vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the customer didn¿t feel comfortable with the insulin pump and wanted it replaced. Nothing further was reported.